Event description:
It was reported that the insert was inserted but would not engage with the trident cup. The surgeon made four attempts to try and engage the insert.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.